Event description:
It was reported to philips that the system was unable to boot up. The device was out of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system on-site and confirmed the reported problem. Upon troubleshooting, fse found the host pc failed to start, causing no signal on consoles or mcs monitors. To resolve the problem, fse restored the host pc connections. After the host pc connections were restored, the system returned to use in good working order. The codes were updated based on the investigation outcome.